Event description:
The customer received questionable aspartate aminotransferase (ast) results for one patient from a cobas c501. (B)(6) 2015: 311 u/l 02/21/2015: 551 u/l 10/09/2013: 291 u/l it was uncertain if these results were generated from the same patient sample. With the sample that generated the result of 311 u/l, the customer performed precipitation with peg5000: sample with peg5000 25% in pbs (1)- <10 u/l sample with peg5000 25% in pbs (2)- <10 u/l %ppa 96.8% (ppa ref 18-53 %). The results were reported outside the laboratory. The patient was not adversely affected. The customer suspected the presence of a macroenzyme, one complexed with an immunoglobulin and ast.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data, it was determined the test measured the correct amount of ast in the patient sample which was elevated due to possible macro enzymes.

Manufacturer narrative:
This event occurred in (B)(6).